Event description:
The hcp reported the patient was experiencing an intermittent symptom of increased pain. The expected reservoir volum was greater than expected. A rotor study was done that demonstrated a rotor stall. The pump was explanted and replaced and returned to the manufacturer for analysis.